Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Product return has been requested. If the product be returned, a follow-up report will be submitted. No patient was involved with the product event, so no patient information was provided. Additionally, no product serial number or lot number was provided. Without the product serial number the manufacturer and expiration dates cannot be determined. The product information has been requested and if it is received a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Based on additional information received through product analysis, this product event did not result in death or serious injury and is not likely to result in death or serious injury if the issue were to recur. Upon receipt at medtronic's quality laboratory, visual inspection showed the device to have a yellow color and appeared to be primed. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing no leaks were observed from the oxygenator heat exchanger side seam bond. Cross sectioning of the device revealed micro cracks in the upper heat exchanger housing and there was no adhesion of the uv adhesive to the polycarbonate substrate of the mandrel or upper heat exchanger housing. This condition is representative of oxygenators that leaked from the mandrel-heat exchanger bond. In this case there was no indication that the device leaked from the heat exchanger side seam bond, which based on customer feedback was the subject of the initial report. Regarding the mandrel-heat exchanger bond leak, there was no patient involvement when the leak occurred and the mandrel-heat exchanger bond leak is not likely to result in death or serious injury if the issue were to recur. (B)(4).

Event description:
Medtronic received information indicating that during prime, the perfusionist reported a leak from the heat exchanger on this affinity trillium-coated oxygenator. The device was replaced with another oxygenator. The issue was observed prior to use and there was no patient involvement in this event. The product is expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.